Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reports "prosthesis completely broken", "fit my breast bad and deformed", and "felt something strange in one breast". The following events have been deemed not related to the device: "continuous inflammation of which [the doctors] never knew the cause", "inflammation on the ganglions", "night pain", fever, "feeling of being ill but without knowing the cause, night sweating, uneasiness, feeling of mental obfuscation, etc", "pain so high [patient] had to take three pills per day", diagnosed with several illnesses from ulcers in the stomach to fibroids in the uterus, "immune system is weak and always having infections of urine, covid with neumony, etc". Lumps were noted post explantation. This record is for the left side. The device has been removed.